Manufacturer narrative:
The stapler 45 instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, during transection of the patient's colon using the stapler 45 instrument with a white stapler reload the surgeon was unable to remove the stapler 45 instrument from the patient's tissue after experiencing an exposed blade error requiring the use of a third party stapler instrument to remove the stuck instrument. At this time it is unknown what caused the customer reported failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument became stuck on the patient's tissue. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance, the site attempted to remove the instrument jaws from the patient's tissue; however, the wrong instrument was used and were unsuccessful. The tse reviewed and system logs and found that the site experienced two instrument failures. The first failure was a firing failure and the second failure was an unclamp failure. The site located an srk, and the tse instructed the site to press the emergency stop button to place the da vinci surgical system in a fault state. The tse guided the customer through the steps on removing the instrument from the tissue. However, the customer was unable to remove the instrument. The surgeon made the decision to use a third party handheld stapler instrument and transected tissue on both sides of the stuck stapler instrument. After completing the transection of the patient tissue, the stapler 45 instrument was removed from the patient. On 11-10-2017, the isi clinical sales representative (csr) provided additional information regarding the reported event. According to the csr, the stapler 45 instrument used with a white stapler reload installed, the site experienced an exposed blade while performing transection on the patient's colon. The csr indicated that this was the first fire from the instrument during the surgical procedure. The csr indicated that patient had undergone prior chemotherapy/radiation treatments. The patient had a tumor; however, there was no tumor present in the location of the tissue that was being transected. The surgeon did not experience any clamping issues during the instrument's clamping sequence. The surgeon used no buttress material, there was no tissue observed to be bunched in the instrument's jaw and there was no presence of any other hard material. The srk was examined prior to use and the site observed no damage. The system was in an error state when the srk was utilized. There is no video recording of the planned surgical procedure. The csr indicted that the surgeon believes that the exposed blade issue is related to the stapler 45 instrument. According to the csr, the surgeon used a replacement stapler instrument to complete the procedure using 5 blue stapler reloads. The csr indicated that the patient did not experience any intra-operative or post-operative complications due to the stuck instrument issue. The patient was released from the hospital on post op day 5 and the patient is reported to be recuperating well.